Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was debris visible in the upper part of the image on the colonovideoscope. The issue was found during a colonoscopy procedure and completed using a similar device. There were no reports of patient harm.